Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call.

Event description:
It was reported that the 9800 system had no images displayed. No patient injury was reported.